Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the before the replacement ins was not charging and not turning off. But after the replacement the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having trouble charging their implant. Patient stated they couldn't get the implant to charge up and before when charging they would have to take the batteries out of the controller and let it reboot and then put the batteries back in and finally the implant would turn off. Patient said the issue had been going on for about 3 months now but they would always be able to finally get it on after messing with it for an hour trying to turn it on and readjust the thing that goes over the unit. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the controller port. Patient mentioned the recharger cord pulls out of the paddle a little bit and looks worn on one side near the paddle/cord area. The issue was not resolved. A request was sent to the repair department to replace the recharger.